Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of 31mmol/l, with nausea, extreme drowsiness, headache, and large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the pump basal rate. The basal delivery totals in total daily dose did not match the active basal program total, and had a greater than five percent variance. The total basal that day was 9.23 units and the basal total should have been around 14.90 units. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2018 with the following findings: the basal total daily dose appeared inaccurate due to an unexpected loss of prime warning. The pump was exercised for 24 hours and found to be delivering accurately. The recorded total daily doses of insulin added up to the correct amount. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.